Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter "became jammed by the guide". The target lesion was located in a coronary artery. A 3.50 x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was out of date and was expired two days prior to procedure. The stent also became "jammed by a guide". No patient complications were reported.